Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8 cm distal to the df-1 connector pin. The df-1 connector was not returned for analysis. The received lead fragment was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of oversensing which led to inappropriate therapy as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. During further analysis the lead demonstrated multiple cuts in its insulation which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and ourproduct experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - it was reported that about 40 months after the implantation, the patient received an inappropriate shock due to suspected insulation breach. The lead was explanted, but not returned for analysis. Patient was born in (B)(6).